Event description:
Sq remodulin ms3 pt reports they just received new pumps and they are not working properly. Pt should have received replacement pumps on (B)(6) 2023 but order was delayed due to weather and pumps did not arrive until (B)(6) 2023. Pt did put batteries in both pumps right away but stated pumps have not been giving them any alerts, remaining volume has been wrong, and am/pm timing is off. Pt noticed one night that cartridge was empty but pump never alerted them and pump stated there was still volume remaining. Pt changed the cartridge because they have been on therapy for a longtime and knew it was about time to change, however they do not know how long the cartridge was empty. Pt reports feeling queasy the next day but didn't think it was related to the pump issue from night before. No other side effects reported. Malfunctioning pump serial numbers are (B)(4) and (B)(4) (both due for maintenance 01/2024). Pt is currently using backup pumps to successfully continue infusion with no issue. Pharmacy will schedule replacement pumps. No add'l info, details, or dates available. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes. Reported to (B)(6) by pt/caregiver. Ref report: mw5115177.